Event description:
In 2006, I had a total knee replacement and I had problems right from the beginning. My knee and leg were always swollen and I even went to the ER because I feared I might have a blood clot but thankfully, I did not. The dr. Who performed the tkr had been my orthopedic surgeon for about ten yrs and in fact, he had already done six arthroscopic surgeries on the same knee between the years of 1999 - 2005. I trusted this dr, but after what I've been through due to his negligence, I will never go to him again. The artificial knee joint that he used was apparently an older implant and it contained nickel to which I am highly allergic. We had a discussion a few weeks before my surgery to make sure I knew what was being done and what to expect after the surgery. I asked what type of metal would be used in the implant and was told by this dr that it would either be stainless steel or titanium. I told him he should use the titanium since I already have that in my back from spinal fusion that was done in 2000 and I joked that if I went before my husband, he should make sure to harvest the metal in my body because he could probably get a few dollars for it as a metal scrap law. I did mention at this appointment that I was allergic to nickel and he didn't seem too concerned since he would be using an implant that did not contain nickel or so I thought. I finally had a total knee revision in 2008 because the first os -orthopaedic surgeon- had used the implant that was too large and it had not been lined up properly and therefore, I could not fully straighten or bend my knee and was told by several other os that a revision was my only hope of regaining some of my mobility. It wasn't until after my revision surgery that I was made aware that the implant had been used was an older model contained nickel. In fact, the os who did my revision surgery came in to see me the following morning and told me he had a present for me and handed me a plastic bag with the implant that he had removed. The surgery took an hour longer than was originally planned because my os had to remove all traces of nickel that he could find because I also told him that I was allergic to nickel. The implant with nickle was in my body for 19 mos because it took me a long time to find another surgeon willing to do the revision and one that had enough experience to do it. I also had no idea that the implant was made of nickel and eating away at my bones and making me sick. I itched from head to toe but could not figure out why until after my revision. I also was losing my hair, was tired all the time (actually would fall asleep sitting up or while on the phone talking with someone), had headaches all the time (I rarely ever get headaches) all my joints and muscles hurt and felt like they were on fire and I had a hard time urinating an still do. No one can seem to give me any idea as to what the future holds for me. I don't know how much of what has happened and continues to happen to me is permanent or something that will go away some day. I do know that since my body was attacking the allergen, that the bones of my tibia and femur were dissolving and the dr could push the bone off with his finger. I also know after much research that this type of allergic reaction to nickel causes implant failure almost 100% of the time. I do not anyone else to go through what I have and to suffer every day as I have and continue to do. Even though I asked my dr many mos after my tkr if it was possible that the implant could contain nickel and his response was "I don't know. I guess I'll have to look it up." Now, did he really not know or did he know but was too worried about covering his own butt that he chose to let me walk around with something that was eating away at me. It's equally upsetting to think that he may be putting implants in his pts without any idea what kind of metal is used either way, I am the one to pay the price for the os who did this to me. What happened to - first do no harm? Thank you in advance for looking into this matter. Depuy artificial knee joint made by johnson & johnson. I had in home physical therapy -pt- for five weeks upon being released from the hosp in 2006 and then started outpatient pt about 6 months later. I had in home pt in 2008 and started outpatient pt about 2 months later, which I am still attending at this time. Date of use: 2006 - 2008 20 months. Diagnosis or reason for use: total knee replacement. Event abated after use stopped or dose reduced? No.